Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and h10 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The following information from the customer was inadvertently left off of the initial report: the device was clean, disinfected and sterilized before the device was shipped back. It¿s unknown as to when the foreign material adhered to the device. The device was not used for a procedure with the foreign material attached to it. There was no delay in precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used for reprocessing. The device was immersed in detergent solution and wiped/brushed the air/water nozzle with clean cloths, brushes, and or sponges. The air/water nozzle was flushed with the detergent solution. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. -inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. -inspection of the objective lens cleaning function -keep the air/water valve¿s hole covered with your finger. -depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope insufficient angle, separation. Upon evaluation the nozzle had foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed the nozzle has foreign objects due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, the play of up/down knob is out of specification, adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet specification, and image guide protector has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.